Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that during generator replacement, device diagnostics resulted in high impedance with the new generator attached to the existing lead. It was reported that the explanted generator battery was dead (neos - yes); therefore, no diagnostics could be run prior to generator replacement. The surgeon disconnected the lead pin from the generator header and reinserted. It was reported that device diagnostics still showed high impedance. The surgeon then closed up the patient and programmed the device off. It was reported that lead replacement surgery would be performed at a later date. Lead replacement surgery has not occurred to date. Further follow-up revealed that no patient manipulation or trauma is believed to have caused or contributed to the high impedance. Attempts to obtain additional relevant information have been unsuccessful to date. The explanted generator was returned to manufacturer for analysis on (B)(4) 2014. Analysis of the generator was completed on (B)(4) 2014. With the pulse generator case removed and the battery still attached to the pcb, the battery measured 0.693 volts, signifying an eos condition. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
An implant card was received indicating that the patient underwent lead replacement due to lead discontinuity.